Event description:
Our office in (B) (4) reported a female pt experienced ocular pain and redness after using consept 1 step disinfecting/neutralizing.

Manufacturer narrative:
The neutralization test was performed using the returned sample. The tablets did not meet shelf life specifications. Retained samples from the same lot met shelf life specs. Mfg records were reviewed and found to meet specs. The root cause has not been established.